Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No unexpected numbers ramping or frozen screen during testing was noted. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches lcd window, cracked battery tube threads and a missing end cap sticker. (B)(4).

Event description:
The customer called and reported that the buttons on the insulin pump were not responding and the screen was frozen but the time was advancing. Customer's blood glucose was not known. It was stated there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.